Event description:
Patient 1 of 2: it was reported when using the bd vacutainer® pst¿ gel and lithium heparinn 83 units there was elevated potassium results on one patient. The patient was sent to the emergency room. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 16-jul-2025. Investigation summary: bd received 10 samples for investigation, all of which were visually inspected with no issues identified. Furthermore, 100 retained samples were also visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results-potassium) via clinical testing because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples tested demonstrated clinically acceptable performance. Replicates of both customer returned and control samples tested were acceptable in terms of both precision and accuracy. This complaint has not been confirmed for the indicated failure mode: erroneous results (potassium).no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Patient 1 of 2. It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn 83 units there was elevated potassium results on one patient. The patient was sent to the emergency room. No adverse impact was reported regarding the patient or user.